Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen to treat atrial septal defect, using a 12f amplatzer torqvue delivery system (itv). During deployment, the left atrial disc deformed to a cobra-like shape. The device was recaptured and was deployed again; however, the device deformed to cobra-like shape. The device was removed, and a replacement 32mm amplatzer septal occluder (8232903) was implanted with no reported issue. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen to treat atrial septal defect, using a 12f amplatzer torqvue delivery system (itv). During deployment, the left atrial disc deformed to a cobra-like shape. The device was recaptured and was deployed again; however, the device deformed to cobra-like shape. The device was removed, and a replacement 32mm amplatzer septal occluder (8232903) was implanted with no reported issue. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.